Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).

Event description:
Customer reported bravo capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system and capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The trocar needle was advanced. There were no signs of blood or tissue on the device. The delivery system was bent at the guide wire. The plunger was not broken. The emergency release on the delivery system was not implemented. The wire that holds the capsule was completely off and the foam gasket was in good condition. The delivery system did not have any visible damage. The bent guide wire is indicative of mishandling. As the product was received, the device functioned per specification.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing this procedure for five years. Lubricant was used to facilitate capsule placement and the reporter confirmed that no lubricant went into the capsule chamber. No known adverse events were reported.